Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a vibratory alert from the implantable cardioverter defibrillator and presented in clinic for a device check. During the device check, it was discovered that the device exhibited backup vvi operation. A software download was performed and normal device function was restored. The patient had no symptoms and did not experience any adverse event as a result of the anomaly.